Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that on the 1st firing of the tlc75 instrument, the surgeon could not fire the instrument. The case was completed by using another instrument. There was no pt consequence.